Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle anterior-apical pelvic floor repair kit (date of procedure unknown). According to the complainant, the patient experienced complications (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle anterior-apical pelvic floor repair kit (date of procedure unknown). According to the complainant, the patient experienced complications (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.

Manufacturer narrative:
Corrected from (B)(4) - capio pfr kits to (B)(4) - pfr kit - pinnacle, anterior apical.